Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n292474, implanted: 2011-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone 15mg/ml at a rate of 4.494mg/day, bupivacaine 6mg/ml, and fentanyl 200mcg/ml via an implantable infusion pump. Patient history included non-malignant pain. A catheter revision was performed on 2015-(B)(6); 32.5cm of the catheter was removed from the proximal portion and 35.3cm was removed from the distal portion. The new catheter volume was confirmed at 0.158ml and the catheter was primed with a total volume of 0.158ml. No patient symptoms were reported. The reason for the catheter revision, diagnostics, troubleshooting, and patient outcome were not provided. Additional information has been requested but was not available at the time of this report.